Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
New information received notes the right ventricular (rv) lead exhibited noise oversensing led to pacing inhibition. No intervention was performed. The patient was in stable condition and will continue to be monitored.